Event description:
As reported, the precise pro rx carotid artery stent was deployed straight out of the box. The device was not used. There was no reported patient injury. The device was stored as per labeling and was opened in sterile field. Additional information was requested; however, it could not be obtained. The device was returned for evaluation.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the precise pro rx carotid artery stent was deployed straight out of the box. The device was not used. There was no reported patient injury. The device was stored as per labeling and was opened in sterile field. Additional information was requested; however, it could not be obtained. The device was returned for evaluation. A non-sterile ¿precise pro rx ous carotid sys¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked for inspection, and a thorough examination was conducted observing that the unit does not present any damages. The stent of the device is partially deployed. The hemostasis valve was returned closed. No other anomalies or issues were noted during the visual inspection. Dimensional analysis was conducted to verify the usable length, which was found to be within specification. Functional analysis was performed to determine if the stent could be deployed as expected. The hemostasis valve was opened from the stent delivery system, and the stent deployment functional test was initiated by retracting the outer sheath while keeping the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected, and the stent was successfully deployed. The stent expanded normally, with no damages or anomalies observed only residues of blood were noted on it. The reported ¿stent delivery system (sds)-deployment difficulty- premature/during prep¿ was noted, as the unit was returned with the stent partially deployed. However, the exact cause cannot be conclusively determined. No anomalies were observed on the returned device, the usable length was within specification and functional analysis with deployment of the remaining portion of the stent was performed successfully. Based on the limited information available for review, and product evaluation it is likely handling factors during device preparation contributed to the event reported as no anomalies were noted on the returned device. According to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available, nor product evaluation suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.